Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a currently (B)(6) female pt who received super poligrip extra care with poliseal as a denture adhesive. A physician or other health care professional has not verified this report. According to the claim, the pt began using dentures approx 28 years prior to reporting. Her denture adhesive products of choice were super poligrip extra care with poliseal and fixodent. On an unk date, the pt was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to fixodent and poligrip extra care with poliseal and she now suffers from profound and permanent neurological and other injuries attributable to her fixodent and poligrip extra care with poliseal use." The claim stated these injuries had left the pt unable to perform her normal, customary, and daily activities. This case was assessed as medically serious by gsk.

Manufacturer narrative:
Super poligrip extra care with poliseal is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).